Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was reported to be a "little low"; however, the exact value was not provided. It was indicated that the customer would consume food to manage bg level and that the customer had insulin pens for alternate insulin therapy.